Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon and catheter removal difficulties occurred. Patient has one kidney and was being treated for a renal stenosis. The stenosed target lesion was located in the severely narrowed renal artery. After a 018 guidewire and balloon catheter crossed the lesion, a 6.0mmx18mmx150cm express vascular sd stent was advanced to treat the lesion. However, after the device was advanced a little, it looked like the lesion was too tight and the entire stent delivery system (sds) was not advanced fully across the stenosis. When the physician attempted to pull the sds back into the sheath, the back end of the device became stuck. The physician felt as if there was a distinct lip between the crimped stent and the balloon. The stent then became dislodged from the balloon but the physician managed to keep the stent partially on the balloon which was enough to maneuver it back to the renal artery. The stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status is stable. No patient ill effects were reported.